Event description:
On (B)(6) 2024, a patient legal representative reported via traceable mail that a patient underwent left shoulder surgery to repair a torn labrum on or about (B)(6) 2020. On that date, the surgeon placed a device manufactured by arthrex, believed to be a fibertak soft anchor suture insertion device or a larger assembly of which this was a component part. The patient had no knowledge that the piece of fibertak inserter was retained in the body until (B)(6) 2023 when the same surgeon who performed the original surgery saw the broken fragment in the shoulder on an x-ray. The piece of metal in the patient¿s shoulder did not immediately cause physical pain or discomfort, but later, it did so. On or about (B)(6) 2023, a physician performed surgery and removed the broken metal tip from the patient¿s shoulder. The arthrex fibertak part number remains unknown. No further information has been reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to applying excessive mechanical forces upon insertion, improper bone prep and/or prying/leveraging the device during use. The dfu for the fibertak device warns: 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 8. Visually inspect all devices immediately after use for the potential of loose body remnants left behind in the patient.